Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: media review: an image provided by the customer showed the stent was pulled from the proximal section distally and stretched over the distal tip. The allegation could be confirmed. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended user error caused or contributed to the event as it is most likely that the reported stent damage noted during unpacking, occurred due to an unintentional handling error during removal of the product mandrel and/or stent protector. The IFU instructs the user to remove the stent protector and mandrel gently.

Event description:
It was reported that stent moved on balloon occurred. A 38 x 3.50mm promus premier drug-eluting stent was selected for use. However, the stent was prolapsing and spread out when unpacking. The procedure was completed with another of same device. There were no patient complications. Patient was stable. It was further reported that the stent just moved on from the balloon but still within the balloon area.

Event description:
It was reported that stent moved on balloon occurred. A 38 x 3.50mm promus premier drug-eluting stent was selected for use. However, the stent was prolapsing and spread out when unpacking. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).